Event description:
A us distributor returned a patient's battery charger and reported that the charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the damaged battery charger.